Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the case of the insulin pump was damaged and had came apart at the end of the insulin pump which houses the drive support cap. The customer reported that the high blood glucose level was 17.8 mmol/l at the time of incident. The customer was advised to disconnect at the quick release. The customer reported that he can see inside the insulin pump where the piston is. The customer was advised to return the insulin pump. Product is not expected to return for analysis.

Manufacturer narrative:
Device was received with detached end cap. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to end cap anomaly. Device had cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, minor scratched display window, stained end cap sticker and stained address number label.